Event description:
The five french cook broviac catheter had fractured tubing on the blue branch. The broviac was repaired with a broviac repair kit without difficulty. It is recommended that the port not be used ideally for 24 hours, but at least for four hours. The patient tolerated the procedure well.